Event description:
Our affiliate is reporting that a pt had knee surgery (undefined date) with the use of a milagro screw for fixation. At some time, subsequent to this (6 weeks), the pt presented with an inflamed leg/knee joint. The pt underwent another procedure to remove the milagro screw. The surgeon re-fixated using fixations devices from smith & nephew. This is all that has at this time been made available to mitek. Questions are out to our affiliate for more and clear info.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, those results will be the subject matter of a follow-up report.